Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occlusion knob was stuck on the roller pump. The user facility's biomedical engineer (biomed) could not get the occlusion to free up using a strap wrench. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.